Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) was hearing beeping tones. It was later noted that the tones were due to high out of range shock impedance measurements. The shock impedance alert was reprogrammed, and the patient would continue being monitored. No adverse patient effects were reported. The lead remains in service.